Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer's blood glucose value was 208 mg/dl. Customer reported they had a critical pump error. Customer stated insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump and displacement test passed. Customer stated the insulin pump was not dropped or bumped and self test passed. The device will not be returned for analysis.